Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they weren't sure what the circumstances that led to the stimulator only last a few weeks and then dying. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a new ins placed. The patient said their ins lasted a few weeks and then went dead. The patient also stated that for a few weeks they had back pain. The patient said the healthcare professional (hcp) had replaced the ins to a non-rechargeable ins and the patient has had no issues since. No further complications were reported/anticipated.